Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device passed all incoming tests. The device tested within specification when using specifications from the technical manual for pace av (atrial-ventricular) interval and sense av interval. Cosmetic issue found with the keyboard.

Event description:
It was reported that the atrial-ventricular interval on the external pulse generator was out of range. The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.